Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the paint was peeling from the pump housing, causing the customer difficulty with loading a cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.